Manufacturer narrative:
An infection at the ipg site and bilateral anchor site(s) was reported to abbott. The entire system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection at the ipg site and bilateral anchor sites. As a result, the entire system was explanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete event information.